Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched at the customer site and confirmed the circulation motor was stuck. To solve the problem, the processor board, the distribution board and the circulator motor were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the 3t hearter cooler displayed alarm pump 1 uses too much power (e06) on machine patient side. There is no report of any patient injury.